Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and with corroded motor during our visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer going swimming with pump. Customer reported that as a result, insulin pump received an unexpected restart alarm and display screen went blank. Customer's blood glucose was 120 mg/dl or 140 mg/dl. Customer was advised that insulin pump would need to be replaced.